Event description:
Baxter received a report that the titanium adapter was separated from the patient adapter of the set unexpectedly. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: two used sets were received; one with a cap on the spike and one without a cap on the patient connector. A titanium adapter was returned that was attached to one set in reference to 'separated.' The japanese lab titanium adapter was hand tightened without any difficulties. No leaks were noted when the sets were tested underwater at 8psi. A visual inspection showed no abnormalities. The reported problem could not be confirmed.